Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any product that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews cannot be performed at this time because there is insufficient event date and product information. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that after undergoing a da vinci-assisted cholecystectomy procedure, the patient returned to the hospital due to sustaining a small bowel perforation and required an additional procedure. The surgeon believes the complication was due to a small bowel injury that possibly occurred while using the robot and the bipolar instruments. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.